Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified: rupture: no observed rupture on the device. Capsular contracture: unable to observe since it is not related to the device. Edema: unable to observe since it is not related to the device. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported " I need to exchange the implants due to rupture, capsular contracture and edema". This relates to the right side. Device has been explanted.

Event description:
Patient reported, right side "rupture. Capsular contracture, baker grade unknown. And edema". Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, rupture, edema.

Event description:
Patient reported right side "rupture, capsular contracture baker grade unknown and edema". Device remains implanted.